Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow and down arrow keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/18/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad was found to be intact; no damage was observed. The up arrow and down arrow keypad buttons were unresponsive. All of the other buttons responded appropriately. The keypad was removed and there was evidence of contamination observed under all button contacts. The up arrow and down arrow keypad button contacts were damaged and did not spring back up when pressed. Unrelated to the complaint, investigation revealed a dim, fading and discolored display.